Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the gastrointestinal videoscope displayed a scope error (error e217). The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: defective printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.